Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Philip's field service engineer replaced the lcd (liquid crystal display) to address the reported problem.

Event description:
The customer reported that the ventilator screen will not come on. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 14jan2019. Failure analysis performed by philips on the returned liquid crystal display user interface shows that the customer complaint of ¿screen will not come on.¿ was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.